Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested with constipation, vomiting and shivering coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. A day after the onset, the patient was hospitalized for the event. The next day, the patient began treatment with ceftazidime (once daily for 2 weeks, dose not reported), ip and vancomycin (once weekly for 2 weeks, dose and route not reported) for bacterial peritonitis. On the same day, the patient was discharged from the hospital. The patient was not recovered from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.